Manufacturer narrative:
Device history record could not be reviewed as lot code was not provided by the consumer. Information from this incident will be included in our product complaint and MDR trend analysis. Consumer had not returned unused product for evaluation at the time of this report. Since no root cause was found, there is no corrective or preventive action that can be taken at this time. No further information is available at this time. We will provide follow up report if additional information becomes available.

Event description:
The consumer stated that upon removal, the outer covering and string detached, leaving the remainder of the tampon inside of her. The consumer explained she was nervous and rushed to emergency care for removal. Removal was successful and she denies any pain, unusual bleeding, or vaginal discharge.